Event description:
It was reported that the guardians have noticed an obvious decline in the child's auditory performance since last months. History of head impact is denied by the guardians and problems of external devices are ruled out. Latest testing shows all channels except of channel 10 in status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.